Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that the catheter broke. The procedure was a nephrostomy, the placement procedure was "normal". Approximately a week after placement the patient returned complaining of humidity around the catheter. The catheter was exchanged and a rupture was confirmed close to the proximal connection.